Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, cracked battery tube thread, end cap broken off, cracked case near display window corners, and cracked reservoir tube lip noted.(B)(4)

Event description:
It was reported that the customer had fallen from a roof with their insulin pump. It was reported that the device sustained multiple cracks, and part of the case is broken off. It was reported that the device would be replaced. No further information provided.